Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. The reported event of damage to the one of the power cables was not confirmed as the system controller was not returned for evaluation. The pump maintained a speed above the set lsl while the driveline was connected. On (B)(6) 2020 at 09:03:00 there was a no external power alarm due to a dual disconnection of the power leads. This event triggered low voltage alarms as well. The backup battery provided power during this event and this event cleared when both power leads were reconnected. The root cause of the reported no external power alarms was determined to be user error. The controller also recorded intermittent power cable disconnect alarms that were not associated with a power source exchange due to power cable faults, occurring on both cables. The power cable disconnect alarm activated with these events as well. All the atypical power cable disconnects occurred while the controller was connected to battery power and did not happen while the patient was connected to the mobile power unit. These atypical alarms occurred at the time stamps of (B)(6) 2020 at 12:18:36 - 13:32:04, (B)(6) 2020 at 07:49:15- 07:53:40, (B)(6) 2020 at 09:48:19 - 10:16:30. These events would clear after exchanging the power source to the mobile power unit. There were no other notable alarms in the log file. Pump operation was not affected. The system controller was not returned for analysis. As a result, the root cause of the reported damage to one of the system controller power cable could not be conclusively determined. Good faith efforts were made to obtain the event information (including the serial number of the controller that was reportedly exchanged for damage/no external power alarms); however, no additional information was provided. To date, no equipment was exchanged or returned. As a result, the complaint file will be closed with no further actions. Heartmate ii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate ii instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook (rev. C) section 3 ¿ ¿powering the system¿ addresses the user to not disconnect both power leads during a power source exchange. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic with no external power alarms and evidence of trauma to one of the system controller power cables. The controller was exchanged.